Event description:
It was reported that this patient has received multiple inappropriate shocks that is believed to be due to myopotentials oversensing. The decision was to program the system to secondary sensing vector. No adverse events.